Manufacturer narrative:
The doctor reflected a flap and the guide was well seated, he checks it visually through the inspection windows (didn't use a probe to check for gaps). A review of the the post-op scans indicate the implant was placed at a completely different position than planned, hitting the root of the adjacent incisor and perforating the lingual plate (which should be felt clinically due to high resistance of the cortical bone). The guide must have been seated improperly or the drills must have been inserted in the wrong direction to end up with such a huge discrepancy.

Event description:
The implant position was too close to the #23 and it perforated lingual plate.